Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture.

Event description:
Medical information report stated: "patient has a broken prosthesis, wants to speak with the person responsible for this. Patient called (B)(6), a lady has put patient through a machine and the call finished. She does not want to give any information, she just wants to talk to the person responsible for prostheses. The patient got very upset saying that allergan laughs at the patients and that she will go to court to report allergan and talk to her doctor to remove the implants".